Manufacturer narrative:
Citation: singh rk, chafale va, lalla rs, panchal kc, karapurkar ap, khadilkar sv, et al. Acute ischemic stroke treatment using mechanical thrombectomy: a study of 137 patients. Ann indian acad neurol2017;20:211-6. Doi: 10.4103/aian.aian_158_17 the purpose of this study was to analyze 137 patients treated with mechanical thrombectomy for large vessel occlusions (lvo) from january 2014 to december 2016. Mean age was 57 and 87 patients were male. The solitaire fr devices were not returned as these events were found through literature review; therefore, product analysis of the solitaire devices was not able to be performed. There was limited information provided in the article. Neither specific patient information, nor device information was reported. The reported patient deaths occurred within the first 90 days after the procedure, however specific dates were unknown. Based on the reported information, the cause of the patient deaths cannot be reliably determined; however, per the reported information, review of IFU, and review of literature to investigate the complaint, the most likely cause is related to the procedure and the pathophysiology of the acute ischemic strokes. Additional information has been requested. Should it become available, a supplemental report will be submitted. Mdrs from this article: 2029214-2017-01140. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information through literature review of a study that 3 patients died from major intracranial hemorrhage, and 2 patients died due to large infarct with edema. The patients in this study were treated with mechanical thrombectomy for acute ischemic strokes in the anterior circulation and/or posterior circulation. The procedures were performed through femoral artery access with the solitaire fr device. The solitaire was reportedly easily navigated to the occlusion point and its deployment across the thrombus was obtained in all cases.